Event description:
The pt underwent laparoscopic cholecystectomy on (B)(6) 2020. On (B)(6) 2021, the pt underwent a CT of the abdomen and pelvis for complaints of right upper quadrant abdominal discomfort. During that study, a metallic density was noted in the supraumbilical location below the skin. The patient reported a "pinching" sensation in the region. Fluoroscopy was ordered for further evaluation of the reported metallic density. Fluoroscopy was performed on (B)(6) 2021 which revealed a less than 2 mm metallic density 1 cm below the surface of the skin, 2 cm above the umbilicus. The identity of this density could not be made based on its radiographic appearance. The patient stated that he wished for it to be removed. On (B)(6) 2021, the patient underwent removal of foreign body. The density itself appeared flat, dark, and approximately 1.5 mm in length. There was no signs of infection. Post operative diagnosis was foreign body anterior abdominal wall within the post op site (less than 2mm metallic). Pathology report notes a black appearing foreign body within a piece of yellow fatty tissues. Only gross examination was done, no histologic sections were obtained. Determination of the actual device is unable to be done - hence this reporting of the potential suspected device. For letter d (suspect medical device): our facility stocks both brand new and reprocessed harmonic scalpels. This incident was reported approximately 7 months after the initial surgery at this point, we are unable to determine if the device used at that time was brand new/reprocessed - as well as provide other information specific to the device utilized during surgery (lot number, serial number, etc). Harmonic scalpel was utilized for a laparoscopic cholecystectomy- the device we considered as the potential source of the retained foreign body. Please note, we are reporting this incident out of an abundance of caution. We are unable to determine what specific device caused the retained foreign body in the surgical site. The provider believed it was a section of the needle driver. Photographs of the removed foreign body were compared with the scalpel tip with the sterile processing department and the scalpel was identified as a potential device.